Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the manifold valve is stuck. Additional malfunctions are the sieve beds are saturated, the power switch has a short circuit, the compressor is loud, and the tubing, gear clamps, and check valves leak.